Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, search for similar complaints, a review of tracking and trending data, performance testing, a review of product quality history, and a review of product labeling. The ticket searches determined an increased complaint activity for likely cause lot 92046ui00. The complaint trending report review determined that there are no adverse trends for the product, however a non-statistical trend was identified related to the issue under review. Testing using a retained kit of lot 92046ui00 determined all specifications were met, indicating the lot is preforming acceptably. No issues were identified that were associated with the customer observation. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect bhcg initial result of 198.44 miu/ml and a repeat result of <1.2 miu/ml for sid (B)(6). No impact to patient management was reported.